Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the connecting tube has coating peeling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: the root cause could not be established but physical or chemical stress when handling the device may have assisted. The following non-reportable malfunctions were found during the device evaluation: the insulation resistance of the leading edge does not meet standards due to the distal end rubber cut, the bending angle in the up direction does not meet standards due to the angle wire wear. The water proofing is not possible due to the cut of the distal end rubber and switch 4. The screen is partially dark due to scratches of the charged coupled devices lens, the plastic distal end cover is cracked and the electrical connector is corroded. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera bronchovideoscope had leakage in the air water bending area. The issue was found during preparation for use for a diagnostic procedure that was completed with another similar device. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: the connecting tube has coating peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.